Manufacturer narrative:
Concomitant medical products: 4058m52 lead, implanted: (B)(6) 1992. 5092-58 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was chronic high undefined pacing impedance and t-wave oversensing (twos) on the right ventricular (rv) lead. The physician attempted to replace the lead, however, was unable to due to occlusion in the superior vena cava (svc). The lead remains in use. No further patient complications have been reported as a result of this event.